Event description:
It was reported that the ilet pump did not appear to charge properly, the device became warm on the charger, and the battery discharged prematurely until the caregiver repositioned the device on the charging pad, after which charging resumed; the event involved the battery component and an energy storage system problem, and troubleshooting and education on proper charger alignment were completed. Symptoms included hyperglycemia with a blood glucose of 371 mg/dl and no reported physical symptoms. Outcomes included a delay to therapy. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed an energy storage system problem associated with the battery that led to premature discharge when the device was misaligned on the charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.